Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, there was incomplete deflation of the cuff. There was no report of patient involvement or harm and there is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The sample was received for analysis and the reported issue could not be confirmed. The tracheal and bronchial cuffs each inflated and deflated fully without any restrictions or defects. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect cuff inflation/deflation defects to reduce the potential for occurrence during the manufacturing process.